Event description:
Customer reported being unable to "make out" the test strip information: lot number, catalog number, or glucose controls range levels. No treatment received. A request was made for return product and replacement product was sent.